Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus) related with product performance issues. The physician performed a cystoscopy that revealed that there was no urethral coaptation. A surgical procedure was performed in which all components of the existing aus were explanted and replaced with a new device. Upon inspection of the explanted components, it was found that the system was not fully filled with fluid. No information was provided regarding the location and source of the fluid loss. There were no holes identified on the device. No patient complications were reported. No additional information was reported.